Event description:
The hcp reported that the patient presented to the emergency room with "signs of overdose". The patient had a pump refill in 2005 with "morphine mixture". The reservoir was "updated" but there was no change in the drug, drug concentration or dosage. The patient was to receive 1.625 mg/day of 12 mg/ml drug concentration. The patient's symptoms developed "by that evening". The pump was interrogated and revealed the "pump running at normal state and stopped pump". The patient was still having "overdose like symptoms" as of 10 a.m. The following day.